Manufacturer narrative:
(B)(4) only event year known: (B)(6) ; captured as citation date. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via journal article that it was mentioned that complications occurred in 5 cases of pulmonary infection, 3 cases of arrhythmia, 1 case of anastomotic leakage and 1 case of recurrent laryngeal nerve injury after using johnson & johnson ultrasonic scalpel.